Manufacturer narrative:
This MDR is being filed late because of an oversight during the investigation of this complaint in 2020 and subsequent recent review of complaints due to new management and postmarket personnel determined this complaint is MDR reportable. Two drills were returned for complaint #: (B)(4)- this MDR is for one of the drills. The other drill was reported under 2027754-2022-00004. The following is the investigation performed at the time of this complaint in 2020: two series iii straight drills were returned for evaluation and repair. The work order for repair indicated the issue was caused by worn and dirty bearings. Inventory review was performed which included 78pcs of lot numbers 1156259(30pcs), 1154093(30pcs) and 1151367(18pcs). There were no non-conformities found during inventory review process. There were no capas and two ncr's initiated for part number 450-0777 during 2018-present timeframe. The two ncrs were unrelated to this issue.

Event description:
On 18 august 2020, the facility office manager reported they had two machines that were getting hot and burning the mucosa in the patient's mouths. It was reported there was no patient harm, and no treatment or medical intevention was necessary as a result of the burns. This report is for one of the devices associated with complaint (B)(4).